Manufacturer narrative:
The pump was returned to animas. Adhesive was found under the keypad button contacts. All buttons were intermittently activating pump functions when pressed. There was no moisture found in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient stated the backlight buttons works but the other buttons do not respond to button presses. The patient noticed the issue after he went swimming with the pump. The patient found no visible moisture in the battery compartment and no cracks in the pump. There was no reported patient impact associated with this complaint.